Manufacturer narrative:
Concomitant medical products: product ID: 37714, serial#: (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative that the patient didn¿t charge their ins for 3 months and kept the device inactive. During follow up the clinician programmer could not communicate with the ins. The healthcare provider followed the guidelines to reset form the recharger up to 3 times but there was no response at all. No further complications were reported or anticipated. Additional information received reported that there was no response form the patient¿s ins. It was noted that the patient did not experience an overdischarge. No further complications were reported or anticipated.